Event description:
It was reported that two more boxes of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) were found to have contaminated plates. The sleeves are still closed and the organism has not been identified. No patient impact was reported. The following information was provided by the initial reporter: customer reports additional contaminated plates found for cat 221261 lot 2206401. Customer states they found two more boxes with contaminated plates as initially reported under cases (B)(4) and (B)(4). Product was refrigerated upon receipt at 2-8c. Sleeves are still closed, organism has not been identified. These plates are still part of the shipment of 59 boxes received on 9/20/22.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2206401 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and the only other complaints taken on batch 2206401 were also taken from mayo clinic for contamination. No retention samples from batch 2206401 were available for inspection. Nine unopened sleeves from batch 2206401 were returned in a box with packaging peanuts and return samples from another batch (time stamps 0758, 0801, 0814, 0819, 0820, 0822, 0941, 0950). Plates were inspected and 12/90 plates had surface bacterial growth. One affected plate was submitted to the ID lab and pseudomonas gessardi was identified. One photo also was received for investigation. The photo shows the top of a plate from batch 2206401 (time stamp 0822) with the plate print featured. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process.

Event description:
It was reported that two more boxes of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) were found to have contaminated plates. The sleeves are still closed and the organism has not been identified. No patient impact was reported. The following information was provided by the initial reporter: customer reports additional contaminated plates found for cat 221261 lot 2206401. Customer states they found two more boxes with contaminated plates as initially reported under cases (B)(4). Product was refrigerated upon receipt at 2-8c. Sleeves are still closed, organism has not been identified. These plates are still part of the shipment of 59 boxes received on (B)(6) 2022.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.